Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 350cc mentor memorygel breast implant, catalog # 3503501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The rupture was confirmed by MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the implant was intact upon explantation. Device code has been updated to adverse event without identified device or use problem. The patient underwent bilateral replacement with mentor memorygel breast implant, right catalog # smpx440 and serial # (B)(4) , left catalog # smpx490 and lot # 7632598. On 23-oct-2019, mentor received the suspect medical device. On 06-nov-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, there are neither deficiencies alleged nor patient injuries or a failure at the device. During evaluation of the device it was observed to be intact. No anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).